Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. No capture or sensing was noted. X-ray confirmed dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The lead was discarded.